Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. H3 other text : device not returned.

Event description:
It was reported that the customer miscalculated a bolus delivery which resulted in an elevated blood glucose (bg) level between 596 mg/dl to displayed as "high" (specific value was not provided). Reportedly, due to the elevated bg, the customer fell and received a contusion. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2024. While in the hospital, the customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.